Event description:
As reported to coloplast though not verified, pt experienced pelvic pain, vaginal discharge, odor and urinary discomfort. A revision surgery was performed in 2011.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.